Event description:
The pump was reported to not infuse as intended. It is not known if this issue was noted during routine testing or during patient use. It was noted that the "roders" were not moving and fluid is not infusing. Despite baxter's efforts to obtain information regarding the incident date, pump programming and setup information, medication involved, tubing product code and lot number involved, medical intervention and alternate contact information, no additional details were able to be obtained. It was noted that no adverse outcome resulted and there have been no incident reports filed on this pump since the last baxter service event.